Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. No peculiarities were found. Further inspection showed deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation. Cuttings in the insulation were observed. Blood penetrated the lead in these areas. The electrical analysis did not show any deviations. All measured values were within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
The ICD was found to be migrated. When the pocket was opened up to revise the ICD and leads, the decision was made to remove the whole system due to concerns of pre-erosion and infection. The system has not been replaced at that time. (B)(6) 2013 - this system was returned.